Manufacturer narrative:
The complaint device is not being returned; it has been lost and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be located at some point in the future, this complaint file will be re-opened at that time and an evaluation will be performed and documented.

Event description:
The surgeon was not able to bring the second backstop in shooting position. The first backstop was already behind the meniscus. In the end the surgeon had to take away a small part of the meniscus (partial meniscectomy). The following is a complaint analyst summary of additional information that was received via email from our affiliate on april 15, 2014; all complaint devices are reportedly being returned to mitek for evaluation. The procedure was extended for more than thirty minutes. The needles were loaded onto the appliers in the correct orientation, and the triggers were pulled in the correct gray-red-gray sequence. The surgeon did not penetrate beyond the last laser marking line. The red trigger did move when depressed. The positioning of the device was reportedly not an issue, rather the function of the appliers and needles were. The surgeon was an experienced user of omnispan. The surgeon was unable to place the 2nd implant of the needle into the firing position with both complaint device appliers and all complaint device needles used in the procedure. Additional information received from our affiliate on 6-16-14 indicates the complaint devices were shipped on april 21 from their sales rep, however they were never delivered to their facility, and are now considered to be lost. See associated medwatch numbers 1221934-2014-00118, 1221934-2014-00119, 1221934-2014-00120, 1221934-2014-00121, 1221934-2014-00122, 1221934-2014-00123, and 1221934-2014-00124.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
The surgeon was not able to bring the second backstop in shooting position. The first backstop was already behind the meniscus. In the end the surgeon had to take away a small part of the meniscus (partial meniscectomy). See associated medwatch numbers 1221934-2014-00118, 1221934-2014-00119, 1221934-2014-00120, 1221934-2014-00121, 1221934-2014-00122, 1221934-2014-00123, and 1221934-2014-00124.